Event description:
It was reported that beds at this facility were found to have a broken weld, which resulted in the backrest being unable to be raised. No injury to pt or user was reported.

Manufacturer narrative:
Weld.